Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation. During testing of the handpiece, it was found to have the potential to activate on its own, related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There was no reported injuries associated with this failure mode.

Event description:
It was reported that during use of this shaver handpiece in the surgical site, the shaver would not shut off. In addition, once the user was able to stop the device from operating, it started on its own while in the scrub tech's hand. There was no report of injury associated with this event. The surgery was completed as intended with another shaver handpiece.